Event description:
It was reported that the asymptomatic patient presented in clinic for a scheduled follow-up. Upon review, high ventricular rate episodes due to right ventricular lead noise and inappropriate mode switching due to right atrial lead noise were observed; with the earliest noted episode date occurring on (B)(6) 2017. Instances of pacing inhibition due to noise oversensing were also noted. The noise was not reproducible in clinic. Review of electrograms suspected lead to lead abrasion. The ventricular lead was reprogrammed. The patient was stable and would continue to be monitored.